Event description:
It was reported the patient experienced a shocking or jolting sensation. Diagnostic testing and troubleshooting was performed, including impedance testing, reprogramming, and an x-ray. It was reported the system was explanted on (B)(6) 2013, and the physician wanted it evaluated to see if there were any problems. No patient complications were reportedly associated with the event. It was unknown the cause of the issue, or if the issue was resolved. The patient¿s status at the time of current report was noted to be alive/no injury. Additional information received reported that 2-3 weeks after the patient was implanted he ¿ended up getting electrocuted.¿ the patient reportedly never went through the trial prior to implant because the physician said he was a perfect candidate. It was reported that when stimulation was turned on the day of implant, the patient didn¿t feel the shocking feeling as bad because he was medicated. It was reported stimulation was turned off to let it heal. The shocking feeling was reportedly worse after the device was turned on one week later. It was reported that the patient worked with the manufacturer representative multiple times, but the device continued to shock him. It was also reported that whenever the patient would have a sneezing attack, the device would ¿electrocute¿ him. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97791, product type: accessory. Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found no anomaly. Analysis of both anchors found no anomaly. It was noted that both devices functioned properly throughout the duration of the test and were set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).